Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) EKG socket is loose. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the front-end board (0670001164). The fse also replaced the tidal volume disk (0202000142) as it was due for replacement. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.